Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Event description:
Manufacturer report number: 2184149-2021-00326. During an supraventricular tachycardia procedure, several issues occurred resulting in a procedure delay. While using the dws and amplifier, there were issues with bloated geometry, irregular geometry, catheter movement, and communication issues with the ensite x amplifier and dws. The dws and amplifier were restarted several times to resolve the communication issue. The procedure was able to be completed with no adverse patient consequences.